Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that due to increasing pain, representative was troubleshooting patient controller with the patient, and the ipg was found to be at end of life. Surgical intervention may take place in the future to address the situation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. Therapy was restored post-operation.

Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.